Event description:
According to the reporter: the device broke inside the pt cavity and the screw that holds the jaw in place fell into cavity. The tiny screw could not be located or removed from pt cavity. It was difficult to pass the device through the trocar but no other issue or consequence to pt was reported.

Manufacturer narrative:
Date of initial report: 06/15/2009.